Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room a few days after passing out. The device was checked and diagnostics appeared normal. It is unknown what was the root cause of the syncopal episode. At this time, the device remains in service. No additional adverse patient effects were reported.